Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. Customer¿s blood glucose level was 300 mg/dl. Customer reported that they were treated with manual injection for high blood glucose level. Customer reported that the insulin was exited at the time of quick review. Customer declined to test the insulin pump. Customer had been using insulin pump from 48 hours of reported event. The insulin pump will not be returned for analysis.